Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper left abdomen with a coolcore applicator and to the lower mid abdomen with a coolmax applicator on (B)(6) 2015, treated to bilateral upper abdomen with a cooladvantage applicator coolcore contour and lower mid abdomen with a coolmax applicator on (B)(6) 2017, and treated to lower abdomen with a coolmax applicator on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) with onset symptoms in (B)(6) of 2017 but the patient did not report the concerns to the office until a follow up appointment on (B)(6) 2018. Dr. (B)(6) md, diagnosed the patient with ph in (B)(6) of 2018 to the upper right abdomen. Pah described as irregular and firm, and described as ¿almost shelf-like¿ at the follow up appointment on (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper left abdomen with a coolcore applicator and to the lower mid abdomen with a coolmax applicator on (B)(6) 2015, treated to bilateral upper abdomen with a cooladvantage applicator coolcore contour and lower mid abdomen with a coolmax applicator on (B)(6) 2017, and treated to lower abdomen with a coolmax applicator on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) with onset symptoms in (B)(6) 2017 but the patient did not report the concerns to the office until a follow up appointment on (B)(6) 2018. (B)(6) , diagnosed the patient with ph in (B)(6) 2018 to the upper right abdomen. Pah described as irregular and firm, and described as ¿almost shelf-like¿ at the follow up appointment on (B)(6) 2018.

Manufacturer narrative:
Corrected data: h.9, h.10 and h.11.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper left abdomen with a coolcore applicator and to the lower mid abdomen with a coolmax applicator on (B)(6) 2015, treated to bilateral upper abdomen with a cooladvantage applicator coolcore contour and lower mid abdomen with a coolmax applicator on (B)(6) 2017, and treated to lower abdomen with a coolmax applicator on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) with onset symptoms in (B)(6) of 2017 but the patient did not report the concerns to the office until a follow up appointment on (B)(6) 2018. Dr. (B)(6) md, diagnosed the patient with ph in (B)(6) of 2018 to the upper right abdomen. Pah described as irregular and firm, and described as ¿almost shelf-like¿ at the follow up appointment on (B)(6) 2018.